Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, the patient experienced a skin reaction with burning sensation underneath the sensor pod area. Prior to sensor insertion the area was prepped with soap and water. The patient had a consultation with an healthcare provider (hcp) and was prescribed an oral antibiotic cefalexin 500 mg. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition is fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.